Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. During service it was found that the intra-aortic balloon pump (iabp) was pumping by full battery for only about 30 minutes. When shutting down the battery, the power was turned off and on several times. As a result, the power supply unit and related wiring cables were replaced.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of "short battery runtime" is not confirmed. The returned power supply passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. During service it was found that the intra-aortic balloon pump (iabp) was pumping by full battery for only about 30 minutes. When shutting down the battery, the power was turned off and on several times. As a result, the power supply unit and related wiring cables were replaced.